Event description:
During a saphenous vein harvesting procedure, the scissors did not work on the harvesting cannula. The hosp did not report any pt complications. Failure analysis performed in 2004 indicated that the scissors would not open or close.